Event description:
Per mdrf, this system was removed due to infection. A new system was implanted in 2007. Also removed were: setrox s 53, MDR 1028232-2007-00400, linox sd 65/18, MDR 1028232-2007-00401.